Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon stated that the ultima opcab system, std, offset left stabilizer was very stiff and difficult to manipulate, especially at the articulation between the foot and shaft of the stabilizer. He also noted that the stabilizer did not hold "like it used to" during distal anastamosis. The same device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined no nonconformities with the device. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).